Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when a consumer used a bd plastipak¿ 50 ml concentric luer lock syringe to collect nacl, the plunger blocked and ¿blew the outer part of the syringe.¿ there was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: one sample 50ll syringe without blister was received by the quality team. Upon visual inspection of the sample received, the crack in the barrel can be verified as it can be observed the barrel is broken at the edge, at the base of the tip. A device history record review of lot 1710219 found no non-conformances associated with this issue during production of this batch. The molding parameters during the manufacturing process of this batch were within specification limits according to procedure. The areas where pieces run in manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based upon the quality teams visual inspection and since no incident has been found during the manufacturing process related to this defect, the root cause cannot be determined. The appropriate personnel have been notified and we will continue to track any future occurrences. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.